Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the users were able to successfully crush one stone, however, they experienced difficulty when they attempted to crush a second stone. The basket became jammed, and would no longer open or close, and one of the basket wires had frayed. The procedure was reportedly completed using a different, but similar basket. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up on this matter and was informed that a total of four basket wires were found to have frayed, and caused the device to jam. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of the basket being non-functional. The basket wires were deformed, and some fraying was evident on one wire. The device was received with one of the basket wires detached from the basket tip. The exact cause of the users experience could not be conclusively determined, but user handling could not be ruled out as a contributory factor. The device was forwarded to the original equipment manufacturer (OEM) for further information. This report is being submitted as an MDR in an abundance of caution.